Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for analysis. A cassette was attached to the device and ran with no issues. The operator could not duplicate the "no disposable" alarms. It was recommended to recalibrate the upstream sensor and replace the downstream sensor as preventive measure.

Event description:
Information was received indicating that a smiths medical cadd legacy pump exhibited a no disposable tubing alarm. No adverse effects were reported.